Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl; cause was not known. Ketone level was large. Customer was exhausted and dizzy. Customer was treated with intravenous insulin in the emergency room (ER). After 3 hours, customer left the emergency room (ER) in stable condition with a bg of 300-400 mg/dl.